Event description:
A malfunction alarm labeled as malf 9 was reported, and technical support provided guidance on resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump malfunction was resolved without recurrence after the reset, and the customer was able to continue using the pump, with instructions to contact technical support if the issue occurred again.